Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 4cc of juvéderm voluma® xc in the mid face and oral commissures and 2cc of juvéderm® ultra in the lips. Six weeks later, patient reported ¿swelling of right upper lip followed by inflammation and abscess formation.¿ ¿patient disclosed major dental work (crown procedure) approximately 4 months prior to injection and a dental cleaning about 2 days prior to swelling of the lip. Abscess was drained but no culture taken. Patient put on clindamycin and augmentin, given oral steroid 40mg/day, and two treatments of 150 units hyaluronidase (given over a 2-day period). Patient improved and traveled back to home state; however, after steroid taper, inflammation and abscesses appeared in the oral commissures. Patient was seen by different hcp in [their] state who drained the abscesses and cultured them, both negative.¿ patient also reported ¿swelling and hardness of mid face areas and abscess formation." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00852 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.